Event description:
A medtronic representative reported that, while performing a system check-out, it was noted that a vertek arm needed to be tightened much harder than should be required to remain stable. The site was using their vertek biopsy arm as an alternative. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect vertek arm was received and evaluated by the manufacturer. Findings are as follows: the returned vertek arm was found to be in good condition and functioned normally. The arm passed the force test, without issue. No problem found, fully functional.

Manufacturer narrative:
Parts not returned to manufacturer for analysis. Customer canceled replacement vertek arm and is not expected to return suspect part.